Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system (80730u184) referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr, with a grade of 4. Two clips (80719u169, 80721u104) were implanted, reducing the mr to 1+. On (B)(6) 2018, the patient returned for a routine follow up and it was discovered that the mr has increased to 3+. It was confirmed that the implanted clips were stable on both leaflets. The cause of the increased mr could not be confirmed. On (B)(6) 2018, an additional mitraclip procedure was performed for treatment. The clip delivery system (cds 80730u184) was advanced to the mitral valve. During clip deployment, while retracting the actuator knob, the knob was pulled too far back and detached from the cds. The clip remained implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: hospitalization. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported mitral regurgitation cannot be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.